Event description:
During an in clinic follow up, the device was attempted to be interrogated, however was unsuccessful. A magnet was attempted and there was no evidence of pacing output from the device. Due to the patient's clinical conditions unrelated to the device, it will not be replaced. The patient was stable and will continue being monitored.